Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer had already completed the pump reset before contacting, and technical support provided additional pump reset information.